Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: if more than 10 seconds have passed with no input, the bolus is canceled and never delivered. In this case, the incomplete bolus alert will be displayed on your pump.

Event description:
It was reported that the customer then experienced an elevated blood glucose level ranged from 630-648 mg/dl and high ketones identified as dangerous. Reportedly, the customer delayed treatment of the high bg at the time of the reported event. Additionally, the customer received multiple incomplete bolus alerts as they had not completed multiple bolus requests. The customer went to the emergency room and was subsequently hospitalized where healthcare providers administered intravenous fluids of saline and insulin to treat bg. Customer was discharged on (B)(6), 2025 with the issue resolved and no permanent damage.